Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm longer than 48 hours, the site was infected and the blood glucose (bg) levels were 22.8 mmol/l (410.4 mg/dl). The patient visited a walking clinic, where the doctor provided 2 type of antibiotics (flucloxacillin 5mg) to be taken for 7 days and antibiotic cream (fucidine) to be applied on the affected area.